Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose was over 1000 mg/dl when she got to the hosp. She reported that at one point she was unconscious. She was diagnosed with diabetic ketoacidosis and was treated with IV fluids and insulin.